Event description:
Patient reported left side rupture, pain, lump. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Pin: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture, pain, lump. Device has been explanted.